Event description:
It was reported that the spinal cord stimulation (scs) patient had a medtronic paddle lead that presented high impedances. The mdt lead was removed and replaced with (B)(6) leads. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).